Manufacturer narrative:
Upon investigation of the actual device used in this incident found drawer failed. A field service engineer replaced magnet. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The customer reported that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.